Event description:
I had prk done to my right eye. This is the second prk. The first one done in 2010. Because I know the experience the side effects such as dryness, discomfort and halo etc., is known to me. However, on this time, I am experiencing the fatigue and tiredness. I can't sit down on the computer longer hours as before. I feel depressed. I have no history of depression and not on any medication at all. Since the surgery, I do not feel same. I did not experience pain.